Event description:
Unomedical reference number (B)(4). Event occurred in the united states: on 09-apr-2024, it was reported that the patient faced an insulin flow blocked alarm and the site location was patient's abdomen. No further information available.